Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer stated that the pilot valve and o-ring are getting 2 green and 1 red. The on/off switch has no alarm.